Event description:
Home health nurse reports pt received a new pump but it keeps showing an error and will not infuse her medication. She requested a new pump. Error code/message not provided. Serial number and maintenance due date not provided. Unknown if pt missed dose[s) or if adverse event(s) occurred due to product issue. Pump associated with report will be available once returned by pt. Exact date of when pt received pump associated with report not specified. No further information provided. Reported to (B)(6) by health professional.